Manufacturer narrative:
Device power up properly after battery installation. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass. No button error alarm noted upon testing. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept alerting and flashing. The customer¿s blood glucose was 8 mmol/l at the time of the incident. The customer removed the battery already for 25 minutes but still the screen flashed. It was reported that it seemed that the buttons were not responding too. The customer was calling back with blank display after receiving new battery cap. No report of the insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.